Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/13/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. No lens was received. The tape was detached and observed under microscope. Fibers and debris were attached to the tape but no plastic debris was observed attached. The complaint was not verified in the returned sample since no plastic debris was received. However the debris and particles observed in the tape cannot be related to the manufacturing process, they look to be part of the handling process and of the tape glue. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening package while loading it was observed that there was debris on lens. There was no patient contact reported. No further information provided.